Event description:
Multiple, discordant patient samples and quality controls (qc) on multiple assays were obtained on an immulite 2000 xpi instrument. The initial results were not reported to the physician(s). The same samples were repeated on an alternate immulite 2000 xpi instrument with acceptable qc. The repeat results from the alternate instrument were reported, as the correct results, to the physician(s). Customer confirmed that they are a pharmaceutical trials laboratory and no patients were impacted. Specific results were not provided by the customer. There are no known reports of patient intervention or adverse health consequences due to the discordant patient results.

Manufacturer narrative:
A united states (us) customer reported multiple, discordant patient samples and quality controls (qc) on multiple assays obtained on an immulite 2000 xpi instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. After several adjustments to the dual resolution dilutor (drd), tube lifter, and probes test unit positions, the cse ran calibration verifiers. Siemens is investigating the issue.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2022-00033 on 23sep2022. Additional information (05oct2022): the cse completed the overnight decontamination, performed a water test, and verified the alignment of the tube lifter, dual resolution dilutor (drd), probes test unit position, shuttle, and the high speed spinner speed. Low adjustors and controls were run. System was fully functional upon departure. A customer service specialist reviewed the information and was able to confirm that the decontamination with probe adjustments resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.